Event description:
Caller reported a malfunction on the pump that occurred while the pump was being updated. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction reappears, which the caller acknowledged and understood.